Event description:
The customer contacted physio-control to report that when attempting to power on their device it intermittently booted to a white display. In this state, the device would be inoperable and defibrillation therapy would not be available if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system controller and user interface pcb assemblies. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.